Event description:
On (B)(6) 2000, the pt underwent treatment of a 51 mm abdominal aortic aneurysm with three gore excluder bifurcated endoprostheses as part of a clinical study. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. It was reported that over the past 14 years, the pt has had continual aneurysm enlargement as a result of endotension. In 2014 (date unk), the pt presented with abdominal pain, and follow-up imaging identified a 21 cm hygroma that had grown as a result of the endotension. It was reported the hypgroma was compressing the pt's stomach and bladder. On (B)(6) 2014, an additional procedure was performed whereby the hygroma was punctured and drained, and bioglue surgical adhesive was applied to the external portion of the excluder devices to encase the graft. The pt tolerated the procedure. On (B)(4) 2014, an additional procedure was performed to repair the pt's colon. Additional info has been requested.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event pc141400/001300304 and pc260300/000670111.